Manufacturer narrative:
Since the used products cannot be provided, reviewing the historical complaints we received, the tear of tissue was generally attributed from the following reasons: jaws mismatch; damage to the cutting edge of jaws; excessive tissue was clamped by the forceps at a time. Combined with the further information provided by the customer, the possible reasons above are analyzed. Jaws mismatch. Analysis: according to the feedback from the customer, the forceps had been used twice to gather samples, the forceps can be used normally for the first time. If the jaws were mismatch, the upper and lower edges of the jaws cannot cut the tissue effectively, and there will be tearing at the first use. So the possibility of jaws mismatch is very low. Damage to the cutting edge of the jaws. Analysis: if the cutting edge of the jaws is seriously damaged, it will also affect the cutting of the tissue, making it impossible to gather sample or tear. Since the first use to gather samples can be done normally, the possibility of damage to the cutting edge of the jaws is also very low. Excessive tissue was clamped by the forceps at a time. Analysis: according to the information provided by the customer, the forceps could be normally used at the first time. During the second use to gather samples, the doctor felt that too much tissue was taken, and the forceps could not be opened when the forceps were ready to be opened for gathering samples again. Attempt to open the forceps to release the tissue and reposition, the jaws cannot be reopened. Because the forceps could not be released, more tissue was removed than expected, resulting in tearing. We speculated that due to excessive clamping of tissues, some tissues entered the gap between parts of the jaws, resulting in increased resistance, making it difficult for the jaws to open. In addition, the customer also told us the jaws can be opened again when forceps was outside the body. This may be less tissue in the gap between the jaws outside the body than inside the body, so the friction resistance decreases and the jaws can be opened again. Therefore, it is more likely that excessive tissue clamping lead to difficulty in opening the jaws and cause tearing of tissue. Conclusion: since the device in question is not available for return, we reviewed the historical complaints we received, and combined with the information provided by the customer. We speculated that the tear may be caused by excessive tissue clamping at a time during gathering samples. Micro-tech does not take measures for the time being, and will pay more attention to such abnormalities.

Event description:
On (B)(4) 2018, we received a complaint from the customer that concerning precisor biopsy forceps, item# 000388, unknown lot number that occurred on (B)(6) 2019 during a colonoscopy procedure. It was reported that the precisor biopsy forceps was clamped on tissue while the doctor was retrieving a sample. When they attempted to open the forceps and release the tissue, the surgeon experienced resistance opening the forceps which resulted in the forceps tearing the mucosal tissue". The surgeon used a hemostatic clip to close the defect. It was not necessary to use an alternate device and the procedure was successfully completed with minimal delay. Additional information was received that confirmed that the forceps had been used twice to gather samples during the colonoscopy and it was while the second sample was being obtained that the issue occurred. The surgeon closed the forceps on the tissue, felt that it gathered too much of a tissue sample and tried to re-open the forceps to release the tissue and reposition. The surgeon felt resistance and could not re-open the forceps; the forceps seemed to be locked on the tissue. Since the forceps would not release, more tissue than expected was removed, hence the mucosal tissue was considered "torn" as it was not as a clean cut as the surgeon wanted. The hemostatic clip used to close the wound would have been used regardless of the size of the tissue sample removed. The use of the hemostatic clip was not an unexpected process. The sample tissue with the attached forceps was placed into the sample biopsy container. At that point the forceps were able to be released and removed from the tissue. The procedure was successfully completed with no impact to the patient an no additional medical intervention. The patient's current status is fine and no additional follow up was required. The device in question is not available for return and the serial number is unknown as it was not noted at the time of surgery. When asked, it was advised there is no video or photographic evidence of the device in question.